Event description:
Information received from a patient reported that their implantable neurostimulator (ins) would sometimes turn off on its own. The patient reported that they wouldnt feel stimulation and would grab their programmer to turn stimulation up, but the programmer would show that the ins was off, even though they didnt shut it off. The change of therapy/symptoms was considered to be sudden. It was noted that the issue occurred a couple of times in the past, but had been occurring more this year. The patient was to follow up with their healthcare provider (hcp). Indications for use are non-malignant pain and lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.